Manufacturer narrative:
The device was not returned to olympus for evaluation and therefore the customer's allegation was not confirmed. Based on the results of the investigation, a definitive route cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head encountered error e222 scope communication error. The issue occurred during procedure, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head encountered error e222 scope communication error. The issue occurred during procedure, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of error e222 was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue.  Based on the results of the investigation, it is likely the following led to the malfunction: a bad cable unit connector olympus will continue to monitor field performance for this device.